Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned devices and the reported incident. Visual inspection shows a smart stich pp connector which was returned contaminated with bloody substances, it was used and returned with an open upper jaw with no visual damages or manufacturing abnormalities. The returned connector was inserted into a smart stich device and operates as intended without any issues. The connector was tested and deployed both needles into an om-3003 dome foam model. A suture cartridge (om-8175) was loaded and performed as specified. The right/left and both needles could be extracted as intended. The complaint was not verified. An exact root cause can/cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) not adhering to the corresponding instructions for use the used smart stich device was mechanically damaged or (2) the connector was not properly plugged (3) mechanical damages. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The device history review and complaint history review performed for this complaint. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the smart stich had an out of box failure, the perfect passer jaw was faulty. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.